Event description:
It was reported that the device was fractured. The target lesion was in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, the microcatheter was found to be fractured at its proximal end during approach, and could not continue to go in. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The device showed stretching located 2.5cm from the hub. Multiple small kinks located 126cm to 127cm from the hub. No breaks or fractures were confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. The target lesion was in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, the microcatheter was found to be fractured at its proximal end during approach, and could not continue to go in. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.